Event description:
An eeg report dated (B)(6) 2011 indicated that the patient was admitted on (B)(6) 2011 and was having an increase in seizures. Programming history shows that the device was interrogated on (B)(6) 2011. And no settings were changed. A system diagnostic was within normal limits. Settings were adjusted on (B)(6) 2011, and a system diagnostic on this date was also within normal limits. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.